Manufacturer narrative:
Liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., . . . Ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(42). Doi:10.1186/s12872-020-01840-3. As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 4 out of 139 patients had some degree of in-stent restenosis (isr) with occlusion. The devices remain implanted in the patients; therefore, the devices will not be available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Additionally, vascular occlusion may occur due to a blockage in a blood vessel, usually with a clot (thrombus) and is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the reported events. Without a lot number to conduct a phr review, it is not possible to determine if the reported events could be related to the manufacturing process. Additionally, there is no indication that the event was related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 4 out of 139 patients had some degree of instent restenosis (isr) with occlusion. The device will not be returned for analysis as it was implanted. Additional procedural details were requested but are unknown.